Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure with retrograde pyelogram and stone basket extraction. According to the complainant, during the procedure, the balloon was inserted into the ureter and inflated to less than 8 atm with a 50/50 mixture of saline and isoview dye. At this point, a pinpoint hole was noticed. Nothing detached and the hole was noted to be in the distal third of the balloon. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "satisfactory".

Manufacturer narrative:
A visual and tactile evaluation of the returned device revealed that a kink was located at the base of the strain relief. A functional evaluation of the device revealed a leak when the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp). A microscopic evaluation of the balloon revealed a pinhole leak 17mm proximal to the proximal edge of the distal markerband. Several scratches were also noted on the balloon material.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure with retrograde pyelogram and stone basket extraction. According to the complainant, during the procedure, the balloon was inserted into the ureter and inflated to less than 8 atm with a 50/50 mixture of saline and isoview dye. At this point, a pinpoint hole was noticed. Nothing detached and the hole was noted to be in the distal third of the balloon. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "satisfactory".